Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing high blood glucose. Customer's blood glucose was 400 mg/dl. Customer reported of not being able to fill reservoirs and had to use three. Customer declined troubleshooting and treated high blood glucose with manual injections. Reservoirs are not expected to return.